Manufacturer narrative:
The device was received in the not deployed position, but upon removal of the needle cap the device moved into the fully deployed position. No timeouts or drive stalls were seen in the download data. The data indicates that the device completed both the first and second priming sequences before being deactivated. No damages or defects were observed that would result in the needle deploying early. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were found with the device, it could not be conclusively determined when the needle mechanism was released for deployment. Expiration date changed from unavailable to 5/2/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from unavailable to 11/2/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.